Event description:
Allergan aesthetics received a report of a patient treated with the coolsculpting elite system. The patient was treated with coolsculpting elite system curve 150 (c150) applicator on (B)(6) 2021 to the outer thigh, on (B)(6) 2021 to the abdomen, and on (B)(6) 2024 to the abdomen. The patient was diagnosed by provider medical with paradoxical hyperplasia (ph) to the abdomen (upper and lower) on (B)(6) 2025. Abbvie medical safety determined that the allegation is consistent with ph to upper and lower abdomen on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Devices: serial number: (B)(6) [manufactured:07/february/2023] catalog number: cs-s3-002-d-00. UDI number: (B)(4). Serial number: ni [manufactured: 30/september/2020] catalog number: cs-s3-002-d-00. UDI number: (B)(4).